Event description:
It was reported that a user of the ilet experienced persistent elevated blood glucose around 180 mg/dl for most of a day and called to understand why, and the agent explained that the pump avoids overtreatment when glucose is near range. Symptoms included hyperglycemia without reported physical complaints. Outcomes included frustration about potential impact on a1c, with no alerts, alarms, or hospitalization reported. Investigation included review of device-reported glucose data and provision of user education and troubleshooting. Investigation of this case revealed no device alarms or malfunctions and was consistent with expected pump behavior to limit insulin delivery when glucose is near target. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to user physiology or routine glycemic variability rather than a device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.